Event description:
Reported via clinical study. It was reported that thrombosis occurred. The patient was on apixaban pre-procedure, uninterrupted. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on aspirin and clopidogrel. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a laminar, non-mobile device related thrombus (drt) on the face of the closure device and there was complete seal noted. The physicians placed the patient on a full oral anticoagulant (oac) with repeat tee to be scheduled, in response to the drt. The patient was sent home the same day in stable condition.